Event description:
On (B)(6) 2025, the user reported extended high blood glucose (bg) in the low 200 mg/dl, with a highest blood glucose (bg) of 296 mg/dl. The agent recommended a supply change, and the user also switched infusion site placement off the thigh. Follow-up confirmed that blood glucose (bg) later returned to range. Blood glucose (bg) was corrected by completing a supply change and resuming ilet dosing. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.